Event description:
Consumer complaint of about high blood results. Caller states he normally ranges from 120-130mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (245 and the lowest normal result (120) in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).